Event description:
It was reported that during a cholecystectomy procedure that the pieces of the handle unstuck and they could not use it. They used another like device to complete with no pt consequence.

Manufacturer narrative:
Date sent: 7/24/2008. Eval summary: the hand piece was returned with a loose mount and the nose cone cracked. A blade was attached to the hand piece, it could not be disassembled from the hand piece, no further tests could be performed due to the condition. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and moisture ingress were found. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.